Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. It is suspected to be caused by use of remel transport media (off-label use) as some lots of remel m4 and m4rt have been shown to cause false positive results. Root cause: insufficient information; unable to determine. Source: phone.

Event description:
One false positive sars result for a patient sample collected in remel transport media. No confirmatory testing was completed. Attempts were made to obtain additional information and the customer was unresponsive.